Event description:
There was no adverse event associated with this complaint. The pump was returned for product analysis investigation and the evaluation revealed a dim display this report is made based on the results of an investigation completed on 07/25/2014.

Manufacturer narrative:
The pump was returned for investigation and device evaluation was completed by product analysis on 07/25/2014 with the following findings: the display screen has a pinkish contrast. No insulin delivery defect was found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.